Event description:
The customer obtained biased glucose and bun results for quality control samples. Troubleshooting determined that this scenario is consistent with a malfunction that could have caused a falsely elevated glucose or falsely low nbil patient result to be reported. There was no report of patient harm as a result of this event.